Event description:
It was reported the subject device cannot build up abdominal pressure (connected to the bottle). The issue was found during sedation when device was inside patient and procedure was completed using same device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d4, d8, h2, h3, h4, h6, h11 the device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: damage on pressure reducer. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to damage on pressure reducer, the flow rate is out of the standard value. In regard to the newly identified malfunction, the cause was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.